Event description:
The patient's one touch ultra meter was prompting the error 4 message. The patient takes insulin in the am and pm; the specific insulin type and dose were not provided. The mother did not recall what meter readings were obtained in the am prior to the patient going to school on april 20, 2006. While at school at 10:00am, the patient attempted to test with the meter three times while feeling generally unwell. The mother said the patient experienced symptoms of hypoglycemia. The meter displayed the error 4 message and the patient was unable to obtain a blood glucose reading. At 10:10am the patient was given three oral glucose tablets and biscuits. She ate lunch shortly afterward. After school at 3:45pm, she tested with another one touch ultra meter at home and obtained a result of 10.9 mmoi/l. The customer service agent (csa) confirmed that the test strip condition was good and walked the mother through attempting to test with the reported meter; the error 4 message displayed. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to test with the product and experienced symptoms suggestive of hypoglycemia and received treatment with oral glucose tablets and food.